Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump and cylinders were removed and replaced. Upon explant, the tubing was found to be cracked. However, the reason for this hole was not detailed by the facility. Following the intervention, the patient was stable and improved.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump and cylinders were removed and replaced. Upon explant, the tubing was found to be cracked. However, the reason for this hole was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues due to a hole were not able to be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopic inspection of the cylinders did not reveal any anomalies. Upon functional testing, the cylinders performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump and cylinders were removed and replaced. Upon explant, the tubing was found to be cracked. However, the reason for this hole was not detailed by the facility. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of hole in the tubing could not be confirmed as the tubing was not returned for analysis. However, the reported allegation of mechanical issues was confirmed through product analysis as the pump not passing the activation and valve deactivation state functional tests could affect the functionality of the device. Device history record (DHR) review: review of the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic inspection of the cylinders did not reveal any anomalies. Upon functional testing, the cylinders performed within specification. Visual and microscopic inspection of the pump noted that the tubing had been cut down to the pump block and had not been sent back for analysis. Upon functional testing of the pump, the component did not pass the activation and valve deactivation state tests. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.